Manufacturer narrative:
The biomedical engineer (bme) reported that the there was a discrepancy in the hr (heart rate) value displayed on the central nurse's station (cns) and what was displayed on the telemetry transmitter. The cns had a value of 59 and the transmitter displayed 120. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the telemetry transmitter. The customer did not know the serial number of the org used with this unit and therefore have noted no information (ni). Central nurse's station: model: cns-6201a, sn: 01449. Multiple patient receivers - org: model: org-9110a, sn: ni.

Event description:
The biomedical engineer (bme) reported that the there was a discrepancy in the hr (heart rate) value displayed on the central nurse's station (cns) and what was displayed on the telemetry transmitter. The cns had a value of 59 and the transmitter displayed 120. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that numerics showing on central nurse's station (cns) did not match what was on the transmitter. The customer did not have the ability to troubleshoot the device. The customer tried to put the reported transmitter on a simulator, and it did show proper heart rate (hr). But the customer was not able to view the same result at cns. The customer sent the unit in for repair and the reported unit was received at the nihon kohden repair center (rc). No patient harm was reported. Service requested / performed: repair / evaluation: the rc technician was not able to duplicate the reported problem of incorrect readings. Additionally, the rc tech found that the front case and rear case assembly was cracked. The unit was tested per zm-530/531pa operator's manual. The rc tech replaced all of the physically damaged parts of the reported unit. The unit was tested per zm-530/531pa operator's manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. The reported unit passed the quality check and was sent back to the customer. Investigation summary: the root cause of the issue could not be determined as only the unit's outer casing was damaged and the reported issue could not be duplicated during testing. The overall risk of this event is medium. The reported issue does not require further investigation through CAPA process. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: central nurse's station (cns): model #: cns-6201a serial #: (B)(6). Multiple patient receivers (orgs): model #: org-9110a serial #: ni.

Event description:
The biomedical engineer (bme) reported that the there was a discrepancy in the hr (heart rate) value displayed on the central nurse's station (cns) and what was displayed on the telemetry transmitter. The cns had a value of 59 and the transmitter displayed 120. No patient harm reported.